Manufacturer narrative:
No x-ray views have been provided to abbott so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During follow-up, x-ray imaging showed insulation defects on the lead. The lead was capped and replaced. The patient was in good condition and no images were available.